Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0184 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient complained of a fast heartbeat similar to a hiccough sensation and symptoms possibly related to diaphragmatic stimulation. The patient was reportedly weak and lethargic. The left ventricular (lv) lead, to which the possible stimulation was attributed, was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.